Event description:
Per the field clinical specialist (fcs) report, as soon as the ascendra 3 sheath was placed in the lv apex the patient¿s blood pressure (bp) dropped. Chest compressions were started and the patient was given epi directly through the sheath with no results. The patient developed ventricular fibrillation and was shocked twice. The bp improved (around the 60¿s) and it was decided to do a bav. Post bav the bp went down even further, and the patient was given again epi through the sheath and anesthesia gave medications for the hypotension. It was decided to place a balloon pump (iabp); as soon as the pump started working the bp went to 200mmhg, due to all the medications. The team proceeded then with the 23mm sapien valve deployment. After rapid pacing the patient was in v-fib again and was shocked one more time. Upon checking, the valve was found in good position with no leak, and was working great. The sheath was then removed without difficulties and the apex was closed. The patient was stable, but it was decided to set the balloon pump at a slower rhythm (3:1) and leave it in together with the temporary pacemaker for a few more hours as a preventive measure.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00434.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of the reported hemodynamic instability appears to be related to procedural factors, as the event occurred after placing the sheath through the myocardium into the lv apex. Risks factors that may have contributed include the patient¿s advanced age (90 years) and history of coronary disease, and moderately reduced ejection fraction of 45%). There was no indication or allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.